Event description:
A customer observed negatively biased phyt results from one pt sample when compared to an alternate method. No biased results were reported. Biased result of the magnitude and direction observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into this event showed the analyzer appeared to be functioning normally. Precision test results were within acceptable ranges. No known interfering substances were present. No further investigation could be completed due to lack of additional sample, and no root cause could be determined.